Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to have a device check performed at the hospital emergency department because they experienced near syncope and hypotension. It was observed that all atrial tachycardia/atrial fibrillation (at/af) therapies had been disabled over a year ago due to an atrial lead position check failure. The ra lead remains in use. No further patient complications have been reported as a result of this event.